Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm), two (2) outer distal setup joints (suj), and two (2) outer proximal suj's to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, persistent error fault 23210 on universal side manipulator (usm) arm 4 was experienced and the issue could not be resolved. The planned procedure was continued without usm arm 4, proceeded by using a three usm arm configuration. The procedure was continued with no reported injury